Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) shaft broke. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained additional information. The missing material/damage was not indicated by the hospital staff. There was no report from the hospital staff of fragments falling from the device while used within a patient. The patient did not return to the hospital due to experiencing any post-surgical complications related to retention of foreign material. There was no report of arcing. There was no report of injury.

Manufacturer narrative:
The fenestrated bipolar forceps (fbf) instrument was analyzed and found to have the main tube broken. A piece measuring proximately .156¿ x .145¿ was not returned with the instrument. Excessive side loading on the instrument caused the main tube wall to collapse inwards leading to cracking and breakage. The fbf instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were .082¿ - .141¿ in length and were not aligned with the tube axis. The instrument also had a broken conductor wire at the proximal clevis. There is no thermal damage and no missing material. There was no damage to the conductor wire insulation. The instrument failed the electrical continuity test. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.